Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2016 due to instability. The polyethylene tibial bearing was removed and replaced.